Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy with chest anastomosis and an additional foregut procedure, the vessel sealer extend (vse) instrument did not adequately seal tissue, resulting in negligible bleeding. The issue occurred while sealing some small blood vessels, when the system displayed an error message indicating an incomplete seal; however, it is unknown if the surgeon performed the cut after receiving the error message. The surgeon noted that, in general, multiple applications of the vse instrument are typically required to reliably seal tissue. If this is not performed, previously sealed tissue often bleeds, necessitating additional use of the vse instrument. To address the issue, a backup vse instrument was then obtained, and the procedure was successfully completed robotically without further complications. The patient did not experience any post-operative complications, and there is no concern that this event will cause any long-term issues.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument for failure analysis. Visual inspection did not reveal any damage. The instrument was tested using an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, and the grips opened and closed properly. The grips were aligned. The instrument passed the cut and seal test on several attempts. No errors were found in the logs. The instrument was fully functional, and no product issue was identified. A review of the energy log shows that vse instrument was installed 3 times and passed homing each time. 178 cut complete events were noted, with no errors. The logs show there were 9 coag events with no errors and 235 seal events with 2 high initial starting impedance errors which could be related to the sealing complaint the customer had. This could likely be due to the user trying to seal too much tissue or having excess tissue between the jaws.